Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10^-6 or better. Therefore, it is highly unlikely that the specified devices caused any patient infection. A definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of x-rays and/or product or further information.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.biomedcentral.com/content/pdf/s12891-015-0485-6.pdf. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one patient underwent two-stage revision due to infection.